Manufacturer narrative:
B5 describe event or problem was updated. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. Multiple attempts were made to obtain additional information about this event, such as lot- / serial no., possible root cause and if images are available. No further information was provided. With the information provided to gore, the root cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: adverse events possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Event description:
The following was reported to gore on march 14, 2024 from the viedoc study database: on (B)(6) 2024, this 52-year-old male patient underwent successful implantation of two gore® viabahn® endoprostheses with propaten bioactive surface (vsx-device) into the vasculature of his left lower limb. Patient was discharged to home on (B)(6) 2024. On (B)(6) 2024, the patient experienced an adverse event reported as complete thrombosis of the left superficial femoral artery stents requiring treatment with reintervention including the use of antiplatelet / anticoagulant medication on (B)(6) 2024. This event was noted to be resolved on (B)(6) 2024. On (B)(6) 2024, the patient presented for follow-up and reported ischemic rest pain in the study limb. Imaging was performed, the devices were determined to no longer be patent (stents thrombosis), and reintervention was required. Reintervention was scheduled on (B)(6) 2024, and a bypass performed. The patient tolerated the procedure.

Event description:
The following was reported to gore on (B)(6) 2024 from the viedoc study database: on (B)(6) 2024, this 52-year-old male patient underwent successful implantation of two gore® viabahn® endoprosthesis vsx catheters into the vasculature of his left lower limb. Patient was discharged to home on (B)(6) 2024. On (B)(6) 2024, the patient experienced an adverse event reported as complete thrombosis of the left superficial femoral artery graft requiring treatment with reintervention on (B)(6) 2024. This event was noted to be resolved on (B)(6) 2024. On (B)(6) 2024, the patient presented for follow-up and reported ischemic rest pain in the study limb. Imaging was performed, the device was determined to no longer be patent, and reintervention was required. Reintervention was scheduled on (B)(6) 2024, and a bypass performed. The patient tolerated the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further information like lot-/serial no., possible root cause and if images are available were requested from the study coordinator. No further information has been provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.